Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 495 mg/dl. The customer stated that they tried to deliver a correction bolus but it was not working. The customer also reported that the blood glucose reached over 600 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer also reported that they received no delivery alarm that caused a high blood glucose event. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.